Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Visual inspection found the grip cable loose from its original position at the proximal end. As a result of the loose grip cable, the jaws do not open and close properly. The instrument is placed on in house system. The instrument passed initialization, seal and cut tests. There are no logs available. Root cause attributed to component failure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument clamped on tissue and would not release. The instrument seized up and the blade stayed exposed. The user completed the procedure and no known impact or patient consequence was reported. Intuitive followed up but the customer had no additional information.